Event description:
It was reported that the patient presented to the emergency room experiencing hypotension and rapid atrial fibrillation. The lead was repositioned. The physician noted the patient's blood pressure was low and decided to perform an echocardiogram. Pericardial effusion was noted and a pericardiocentesis was performed. The physician diagnosed a lead perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.